Event description:
It was reported during a surgical procedure on (B)(6) 2025, the physician was unable to explant the drg lead despite several attempts. As a result, the physician cut the lead and left implanted in the patient.